Manufacturer narrative:
A patient received a prodisc l construct on an unknown date approximately 7 years ago. On (B)(6) 2021. It was reported that the patient sought a follow up appointment with their surgeon due to axial low back pain. The surgeon suspected and confirmed via imaging on an unknown date that the pe inlay had become dislodged from the inferior endplate. The surgeon has not indicated a plan of treatment or surgical intervention to address this malfunction as of this report. Previous complaints of this malfunction have led to surgical intervention to preclude serious injury. As such this malfunction report has been submitted as it is likely this malfunction will lead to surgical intervention to preclude serious injury. Device history records could not be reviewed as the part and lot numbers of the involved devices could not be determined. Complaint review found the rate of complaints within established limits within the device risk documentation. The risk documentation identified this malfunction as a possible hazard, and there were no new risks identified based on the information received. No device evaluation was performed as the devices remain implanted in the patient. If additional information becomes available at a later date, a supplement report will be submitted. This event involved 3 devices. This is submission 1 of 3.

Event description:
A patient who received a prodisc l implant approximately 7 years ago (exact date of implantation unknown). The patient went to a follow up appointment with the surgeon complaining of low back pain. The surgeon suspected and confirmed the prodisc l pe inlay had become dislodged. Imaging by the surgeon confirmed the inlay had become dislodged though imaging was not provided for the investigation. At the time of this report, there is no indication the surgeon has scheduled or performed any medical or surgical intervention to address the malfunction.